Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for an ultrasound-guided hydronephrosis percutaneous drainage catheter placement procedure using navarre universal drainage catheter. Prior to the procedure, it was noted that the sure-lok tm thread had digression. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for the review. Both the photos show the product label in which product details was mentioned and verified with tw details. The investigation is inconclusive for the reported thread break, and material separation issues as the provided evidence was not sufficient to confirm the issues. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for an ultrasound-guided hydronephrosis percutaneous drainage catheter placement procedure using navarre universal drainage catheter. Prior to the procedure, it was noted that the sure lok tm thread had digression. The procedure was completed using another device. There was no patient contact.